Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: one event was reported for this quarter product return status: one device was received for evaluation. Evaluation status: one events was confirmed during testing: the device was found to be affected by overheating and deformation/bent. Product disposition: one device was repaired and returned to the account. Additional information : there were no remedial actions taken. This device is not labeled for single-use. Product not returned.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated and was bent. One event had no patient involvement; no patient impact.